Event description:
It was reported that the chronic right ventricular (rv) lead exhibited increased thresholds and decreased r-waves within 24 hours of a system upgrade to a dual chamber implantable pulse generator (ipg). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2014. (B)(4).